Event description:
Loose tubing on a blood pressure cuff resulted in a low blood pressure reading on a pt in the operating room. After medication was administered, the tube came off the cuff. The second cuff indicated the pt's blood pressure was too high. The procedure was completed with no adverse effects to the pt.